Event description:
The dealer states the chair is veering to the right with or without anyone in it. The dealer spoke with our technician and they couldn't determine the problem. The consumer states the chair has been doing this since they got it. It was provided by the va initially. No further information was provided. The tech stated the issue is with head tube.